Event description:
It was reported that the inferior plate of a mobi-c device detached from the cartridge in the disc space. It was removed and replaced to complete the surgery without patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection: visual inspection revealed that the inferior plate was partially disassembled from the peek cartridge. The item could be fully disassembled and reassembled using the mating instrument with no difficulty. An x-ray image was also provided, which showed the disassembly of the implant during the surgery. Potential cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to an off-axis force applied to the implant during surgery or the knob on the inserter being over-turned, resulting in the disassembly. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the inferior plate of a mobi-c device detached from the cartridge in the disc space. It was removed and replaced to complete the surgery without patient impacts.